Event description:
It was reported that, during an arthroscopic procedure, when the depth stop was moved, the t-pieces were pushed out. In consequence, fast-fix was unusable. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: b1: update type of event to product problem b5: event description updated h1: update type of reportable evento to malfunction.

Event description:
It was reported that, during an arthroscopic procedure, when the depth stop was moved, the t-pieces were pushed out. In consequence, fast-fix was unusable. No implants were left inside the patient since the malfunction occurred external to the patient. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed the device was returned outside of original packaging. The needle has been bent vertically more than intended. The anchors were detached from the needle. The actuator and actuator tip were in the t1 pre-deployment position. A functional evaluation revealed that due to the bend in the needle the depth tube was running against the top of the needle which would catch the anchors and deployment them prematurely. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.